Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the power supply, pcb power supply, and cable kit cart to backplane. The fse calibrated and performed functional testing to the unit. The equipment works to manufacture¿s specs, has been cleared for clinical use, and was returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had batteries that would not charge. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
N/a.